Manufacturer narrative:
No button error alarm noted. However, the insulin pump act button did not respond due to corroded keypad trace. The insulin pump was unable to verify failed battery test alarm due to unresponsive button. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer changed the battery and received a failed battery test alarm. Blood glucose value was 78 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.